Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent previous revision procedure during which a burr hole cover was implanted for an unknown reason. No further information could be obtained despite good faith efforts.